Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the proximal tip of the introducer (after the check-flo valve) is ruptured. The sheath was placed in the leg, however, the delivery of the stent was not possible. It was noted that the lock immediately after the valve had a crack. Device imaging identified the introducer was not cracked but bent. However, stretching/elongation in the material is present. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence